Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high at 619 mg/dl and that hospitalization was necessary due to diabetic ketoacidosis. The customer declined troubleshooting for the high blood glucose.